Manufacturer narrative:
Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the last 30 minutes of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the second chamber within dialyzer and hanson. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 100-300 ml. Upon follow up it was reported that the uf goal was raised during treatment and the resulting uf increase was potentially too extreme. The pdrn reported the bleeding was possibly a result of the uf being too high. There was no patient injury, adverse events, or medical intervention required as a result of this event. Upon follow up it was confirmed that the patient did not complete treatment. Additional information regarding the current status of the 2008t machine was requested; however, to date an update has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the last 30 minutes of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the second chamber within dialyzer and hanson. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 100-300 ml. Upon follow up it was reported that the uf goal was raised during treatment and the resulting uf increase was potentially too extreme. The pdrn reported the bleeding was possibly a result of the uf being too high. There was no patient injury, adverse events, or medical intervention required as a result of this event. Upon follow up it was confirmed that the patient did not complete treatment. Additional information regarding the current status of the 2008t machine was requested; however, to date an update has not been provided.